Manufacturer narrative:
(B)(4). Result: mechanical shock problem. Analysis of the device (forceps mcen641 170mm wormald bipolar) confirmed the complaint. Replacement of missing or defective components, sand blasting, polishing of the device was performed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.

Event description:
The device (forceps mcen641 170mm wormald bipolar) was returned to mxi for service and repair. It was reported that paddles are not meeting and the insulation was receding. It was also reported that the insulation was frayed on the smoke evacuation tube. There was no reported patient impact.